Event description:
The port was placed 8/9/96, for infusion of panhematin. A routine flush was done on 9/14/96. On 9/28/96 the pt felt something was wrong and called the dr. An x-ray was done which showed the catheter had broken off and embolized to the pulmonary artery.